Event description:
On (B)(6) 2014, a patient with an abdominal aortic aneurysm was treated with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The trunk-ipsilateral leg endoprosthesis was intended to be placed distal in the aortic neck due to a ring of calcium within the body of the aneurysm. The ring of calcium was approximately 5cm distal to the lowest renal artery. For this reason, temporarily placing the graft distally would prevent the possibility of the calcium ring compressing the contralateral limb, which could hinder cannulation. Cannulation of the contralateral limb was successful. Following cannulation, the proximal end of the trunk-ipsilateral leg endoprosthesis was re-constrained using the c3® delivery system. The device was advanced proximally toward the lowest renal artery, and deployed. The device landed 1 cm distal to its intended site in a calcific area. A type 1a endoleak was seen on the CT scan. The proximal end of the stent graft was then ballooned with a coda balloon. Another CT scan was performed which showed the endoleak was still present. A plan was made to implant an aortic extender endoprosthesis. On (B)(6) 2014, a reintervention procedure was performed whereby an aortic extender endoprosthesis was implanted. The type 1a endoleak resolved.

Manufacturer narrative:
Results: 1a review of the manufacturing records for the device is currently in progress.

Manufacturer narrative:
(B)(4).